Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on (B)(4).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on (B)(4).

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: unk, unk m/l taper femoral stem, lot: unk, part: unk, unk versys head, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: stem: 0001822565-2019-03285, head: 0001822565-2019-03286.

Event description:
It was reported that a patient underwent right total hip arthroplasty and subsequently six year later the patient was revised due to unknown reason. Head and stem revised. Attempts have been made and no further information has been provided.